Event description:
On (B)(6) 2025, it was reported that he final diagnosis was unknown; the antibiotics were simply given randomly. In the end, no infection was identified.

Manufacturer narrative:
Additional information in b5.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient was admitted to the hospital due to general malaise and insertion problems, described as the insertion would 'bubble'. During a home visit, when the peg tube was inspected, the tube moved in. The patient received unknown oral antibiotics.